Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided. Upon completion of the investigation.

Event description:
Procedure performed: laparoscopic appendectomy. Event description: I send you this photo of a trocar / sleeve that has been destroyed. I asked for photo when I received the information about the incident (by e-mail) because the device is contaminated with infection. The destroyed sleeve is 12 mm x 100 mm advanced fixation, cfs22. I do not know more about the situation yet. Additional information provided via complaint form provided by applied medical representative via email 14jan22: I have sent a photo of the broken trocar earlier. It shows that there is a piece of plastic that has been teared of and the the edge is uneven and jagged. This applies about one half of the opening of the distal cannula. The plastic piece has been broken off and loosened from the cannula. It looks like it was the area up to the attachment of the balloon. Explanation from the surgeon [translation]: trocar was brought in over the camera, ie without the "spear". The trocar was on its way through the fascia. Had come unproblematically intraperitoneally with camera and finger, but retrospectively probably too little opening in the fascia patient status: the patient was informed about the incidence and told to report eventually ailments after surgery.

Event description:
Procedure performed: laparoscopic appendectomy. Event description: I send you this photo of a trocar / sleeve that has been destroyed. I asked for photo when I received the information about the incident (by e-mail) because the device is contaminated with infection. The destroyed sleeve is 12 mm x 100 mm advanced fixation, cfs22. I do not know more about the situation yet. Additional information provided via complaint form provided by applied medical representative via email 14jan22: the model is cff73. I have sent a photo of the broken trocar earlier. It shows that there is a piece of plastic that has been teared of and the the edge is uneven and jagged. This applies about one half of the opening of the distal cannula. The plastic piece has been broken off and loosened from the cannula. It looks like it was the area up to the attachment of the balloon. Explanation from the surgeon [translation]: trocar was brought in over the camera, ie without the "spear". The trocar was on its way through the fascia. Had come unproblematically intraperitoneally with camera and finger, but retrospectively probably too little opening in the fascia. Patient status: the patient was informed about the incidence and told to report eventually ailments after surgery.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided, confirming the complainant¿s experience of a fractured cannula tip. Based on the description of the event, it is possible that the cannula tip fractured due to large force exerted on it during insertion. It is also possible that the cannula was more susceptible to breakage or an obturator was not used in conjunction with the cannula during insertion, possibly making the cannula more susceptible to breakage. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.